Event description:
It was reported the patient experienced a shocking sensation followed by a surging sensation and then a fading sensation. The symptoms occurred following a CT in 2008 and an injection procedure in the back the following day. The patient had restricted her activity level and left her stimulator off for the weekend. At about 6 days later, the patient turned the device on, and tried recharging. When the device was turned on the patient felt a "sputtering stimulation." The device was charged to about 25% capacity when the sputtering was felt. The patient discontinued charging due to problems with the programmer. The patient was later able to charge the device to 75% capacity. The device was turned on and again the patient felt a sputtering of the stimulation which ramped up and then faded. The patient also reported a shocking sensation which then faded. The settings were decreased and the ipg surged again. Additional information has been requested but was not available on the date of this report.